Event description:
A report was received stating that the "dissecting tool broke during craniotomy. The broken portion of the tool was not located. X-ray, fluoroscope, and microscope were used to attempt to locate but no piece was found. There was no patient impact identified. Base of tool and attachment are available for return." No additional information was available on follow-up.

Manufacturer narrative:
Report confirmed. Evaluation determined that the tool broke due to a bending force being applied to the tool while it was not spinning. The fracture was planar and there were marks indicating that the tool may have contacted a harder material. The returned attachment was noted to have had a failed proximal bearing. It was also noted that the distal bearing was gravelly. No additional patient information was available. The user manual contains the following warning, "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff." The user manual also contains the following warning, "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff."